Event description:
Related manufacturer report number: 1627487-2023-01859 it was reported that the patient was experiencing ineffective therapy and pain at the site of the ipg. The patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
It was reported to abbott, a patient was going to have a lead revision and a possible ipg replacement. This was due to inconsistent power usage and pain at ipg site. The patient was being worked up by a neurologist. As of 12 may 2023, the patient had not been scheduled for surgery. The rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6)2023 wherein the patient's ipg was explanted, replaced, and therapy was restored. The physician elected to only replace the ipg as there were no lead impedances present at the time of the surgery.

Manufacturer narrative:
It was reported to abbott, a patient was going to have a lead revision and a possible ipg replacement. This was due to inconsistent power usage and pain at ipg site. The patient was being worked up by a neurologist. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.